Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A 1.5mm catheter was used to treat a short lesion in the mid sfa (soft plaque, 80%+ stenosis). The catheter was activated at 60mj/mm once in an antegrade direction and once more while pulling back for a total laser time of 1 min 12 sec, followed by balloon angioplasty. When performing final imaging, there appeared to be a distal embolization in the tibials with 0-1 vessel runoff. Tpa was needed with additional sessions of balloon angioplasty, adding over an hour onto the case. It is unsure of whether the laser or something else caused the embolization.